Event description:
Per the surgeon, the patient experienced a wound dehiscence, skin breakdown, extrusion of the receiver stimulator and an infection (drainage) which was treated with topical antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on may 30, 2022.